Manufacturer narrative:
Lot review: reported lot# 3420281 (mfg date 3/2017) shows (B)(4) units were manufactured, tested, inspected and released with no exception documents cited. Visual inspection: received two (2) new/unused chemolock cl2000s, lot # 3420281 and two (2) new/unused cl2100, chemolock port, lot# 3340293. Functional testing: two new/unused chemolock cl2000s and two new/unused cl2100 chemolock ports were returned for investigation of leakage during use. Both the returned chemolock cl2000s connectors were pressure tested and both met product specification. Both the returned cl2100 chemolock ports were pressure tested and both met product specification. Final analysis summary: the returned new/unused chemolock cl2000s connectors and cl2100 chemolock ports were pressure tested and all returned samples met pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received stating that upon disconnection of the cl2100 there was doxyrubicin on the membrane of the cl2100s that was touched with a gauze pad. No adverse patient/clinian consequences reported.